Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that emergency medical technicians (emt) were called due to low blood glucose levels. Customer's blood glucose level at the time of the incident was not included in the report. Customer declined to troubleshoot at the time of the incident. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.